Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "no complaint". This record is for the right side. Device status is unknown. Therefore, this record is no longer reportable to the FDA and will be unreported.